Manufacturer narrative:
Infutronix is waiting for the IV set to be returned for evaluation.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "an administration set model it1129 lot 2007002, set was leaking over the weekend, as a result the patient did not receive 2% of the total drug dose." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00109.

Manufacturer narrative:
On (B)(6) 2022, infutronix confirmed with the service provider that the affected device was discarded by the end user and therefore no root cause could be established. The reported issue was not confirmed.